Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort located at the ipg site due to the device being angled, which results in difficulty charging. As such, the ipg pocket was moved to a different location to address the issue on (B)(6) 2023.

Manufacturer narrative:
Date of the event is estimated.